Event description:
It was reported that the patient was not able to inflate and deflate this artificial urinary sphincter (aus). A surgical procedure was performed, during which erosion at cuff location was noted, along with balloon migration to the scrotum. The aus was removed, and no new components were implanted. No additional patient complications were reported.